Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported experiencing intermittent stim, where it would cut off and the come back on. It was noted that this began 6-8 months ago and they had seen a manufacturing representative (rep) who adjusted it. However it only worked fine for a while before stopping. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.